Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 6/28/2016 with the following findings: during investigation, a review of the black box data showed a call service 060 alarm occurred when the user incorrectly set the time/date setting to 12/31/2023 @11:59 pm. The time and date was set out of end of life settings. There was no activity observed outside of normal use observed in the black box. During testing, the pump successfully performed the ez prime steps. The pump was found to perform within specification. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board or cgm module.